Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to cystocele and urethrocele. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal (sling removal) on (B)(6) 2009 due to exposed mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced symptoms of urinary tract infection, burning, itching, dysuria and frequent urination.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that patient underwent sling urethropexy, cystocele repair, rectocele repair, anterior colporrhaphy, posterior colporrhaphy, colpoperineorrhaphy, suprapubic tube on (B)(6) 2009, due to genuine sui, cystocele, rectocele, and absent perineum. No additional information was provided.